Event description:
It was reported the pump module displayed error code 232.4060. There was no patient involvement. Additional information received 28jan2026: customer states there was no medication infusing at the time of the event. There were no patient incidents.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of channel error 232.6040 was confirmed and replicated during the testing. The external inspection showed the membrane frame was observed to have multiple yellow spots on the clear polyurethane seal that covers the membrane frame and liquid residue on the membrane assembly. All inspected parts were manufactured by bd. A detailed analysis of the event and error logs was performed. In the error logs, it was identified that the first occurrence of error 232.6040.0 happened on january 22 at 10:37 pm. Subsequently, the same error was recorded again on january 23 at 11:27 am (see figure 3 below). There is no additional information related to the reported event. In the event logs, the last recorded infusion took place on january 09 at 12:30 pm, with the following parameters: rate=25 ml/h and volume to be infused = 25 ml. The returned pump module was powered on and the error was displayed. Pump module alarmed again channel error 232.6040 the display board was temporarily replaced with a known-good dchu laboratory part for testing. After powering on the device an infusion was programmed with rate=25 ml/h and volume to be infused (vtbi)= 25 ml to run for 1 hour based last programmed infusion recorded on the event logs. No channel error or malfunctions were observed during this test. Bd channel error tip sheet states that the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of channel error 232.6040 is being attributed to a faulty display board, as the error no longer appeared after the defective part was replaced with a known-good dchu board. Note that this report lists imdrf annex a1801, c0601, d15, g04088 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump module displayed error code 232.4060. There was no patient involvement. Additional information received 28jan2026: customer states there was no medication infusing at the time of the event. There were no patient incidents.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.